Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the pump switched the temporary basal rate by itself from 15 minutes to 06:45 hours. The customer experienced high blood glucose level. The customer reported two additional instances when the pump switched temporary basal rates by itself to zero. No adverse event reported. A request was made for the return of the device.